Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on october 29, 2020.

Manufacturer narrative:
This report is submitted september 29, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device as of the date of this report. The patient will continue to be managed by their healthcare provider.